Manufacturer narrative:
Update (B)(4) 2012 - litigation papers were received. Litigation papers allege that after surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patients blood and tissue and bone surrounding the implant. The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or related anomalies for the metal insert and cup. A search of the complaint database found no prior reports for the metal insert and cup part and lot number combinations. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the head was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised as the cup had opened up vertically approximately 12 degrees since the original surgery. **update** (B)(6) 2012 - litigation papers were received. Litigation papers allege that after surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patients blood and tissue and bone surrounding the implant.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code z75br1000 or 1952737. A search of the complaint database finds additional reported incidents against lot code 1963459 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metallosis.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation depuy will notify the FDA of the results of the investigation once it has been completed.